Manufacturer narrative:
(B)(4). The returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the shaft detached. The stabilizer and the positioner did not return with the device only the suture string returned, and it was observed cut. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the device has the shaft detached separate. According to the evidence, it is possible that operational factors, such as interacting of the device with the suture string, manipulation or excess of force applied during it use, could have caused the detached observed. Consequently affect the performance of the device. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral placement procedure in the ureter performed on (B)(6) 2021. During unpacking, it was found that coil part of the percuflex plus ureteral stent was detached. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications. Investigation results revealed that the stent shaft broken, therefore this event has been deemed an MDR reportable event.